Manufacturer narrative:
Initial and final MDR 1884809 - device 1 of 1. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in finland. It was reported that patient faced few infusions set cannula bent events on (B)(6) 2024. The infusion sets was in use for one to two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.